Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 132, 126 and 160 mg/dl fasting. The customer's expected fasting blood glucose test result range is 85 - 89 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2020 and tests strips were opened two-three weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer just wants to get this call finished.